Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net that the right ventricular lead exhibited episodes of non-sustained right ventricular over-sensing. The patient was brought into clinic where the lead exhibited loss of capture due to high thresholds. Isometric exercises were conducted and noise was observed. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal. No anomalies were found.